Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 19516, and data files were returned and analyzed. No patient or failure files were received. The failure file contained failure records for the date of the event, and showed system notice 50013 (the refrigerant level is too low to continue) on the reported date of the event. The reported system notice 12218 (the safety system has detected a compromised outer vacuum) could not be assessed through data analysis. The system notice was not recorded to the bin files. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation a bent balloon was observed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the report 12218 system notice was not confirmed through testing and could not be assessed through data analysis. The balloon catheter failed the returned product inspection due to a kink/twist was observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.